Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's family or friend reported via phone call, the insulin pump had alarmed motor error. Customer's blood glucose was 16.0 mmol/l. The device is returning for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, excessive no delivery alarm test, and occlusion test. The motor was tested outside of the device and passed. No motor error alarm was noted. The insulin pump was received with a cracked reservoir tube lip and a cracked case near the display window corners.